Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and fallopian tube perforation ('extrusion of right essure coil / notable essure implant extrusion of the right adnexa/ absent right essure coil in right cornua') in an adult female patient who had essure (batch no. A96180) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included stroke from 2016 to 2017 and multiple sclerosis from 2016 to 2017. Previously administered products included for an unreported indication: nuvaring in 2007. On 1-jan-2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia from abnormal bleeding"), perennial allergy ("allergies all year round/ allergic or hypersensitivity reaction type: allergies all year round"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines / headaches") and weight fluctuation ("weight gain/ weight gain / loss specify which one: weight gain/ weight fluctuation"). In 2016, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity"), nausea ("nausea") and dysgeusia ("metal taste in mouth"). In 2017, the patient experienced bladder disorder ("bladder/urinary problems : bladder problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted bilateral salpingectomy hysteroscopy with myosure). Essure was removed on 7-jan-2021. At the time of the report, the pelvic pain, fallopian tube perforation, heavy menstrual bleeding, female sexual dysfunction, anxiety, bladder disorder, hyperaesthesia teeth, nausea, iron deficiency anaemia, perennial allergy, vaginal haemorrhage, depression, migraine, vaginal discharge, fatigue, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysgeusia, fallopian tube perforation, fatigue, female sexual dysfunction, heavy menstrual bleeding, hyperaesthesia teeth, iron deficiency anaemia, migraine, nausea, pelvic pain, perennial allergy, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for apareunia, psych injury, dental problems, nausea, anemia, allergies all year round. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Lot number:a96180 manufacturing date: 2013-01 expiration date: 2016-01 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and fallopian tube perforation ('extrusion of right essure coil / notable essure implant extrusion of the right adnexa/ absent right essure coil in right cornua') in an adult female patient who had essure (batch no. A96180) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included stroke from 2016 to 2017 and multiple sclerosis from 2016 to 2017. Previously administered products included for an unreported indication: nuvaring in 2007. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia from abnormal bleeding"), perennial allergy ("allergies all year round/ allergic or hypersensitivity reaction type: allergies all year round"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines / headaches") and weight fluctuation ("weight gain/ weight gain / loss specify which one: weight gain/ weight fluctuation"). In 2016, the patient experienced hyperaesthesia teeth ("dental problems: teeth sensitivity"), nausea ("nausea") and dysgeusia ("metal taste in mouth"). In 2017, the patient experienced bladder disorder ("bladder/urinary problems : bladder problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted bilateral salpingectomy hysteroscopy with myosure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, fallopian tube perforation, heavy menstrual bleeding, female sexual dysfunction, anxiety, bladder disorder, hyperaesthesia teeth, nausea, iron deficiency anaemia, perennial allergy, vaginal haemorrhage, depression, migraine, vaginal discharge, fatigue, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysgeusia, fallopian tube perforation, fatigue, female sexual dysfunction, heavy menstrual bleeding, hyperaesthesia teeth, iron deficiency anaemia, migraine, nausea, pelvic pain, perennial allergy, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for apareunia, psych injury, dental problems, nausea, anemia, allergies all year round. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case category updated to serious incident. Removal details were updated. Reporter information added. New event added - fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.